Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose testing and got results of 156 and 231 mg/dl. Tests were done within 10 minutes, using separate fingersticks. She had used 2 different vials of test strips. The rptr did not have any symptoms. A control situation test was within range 119 (95-142). On follow-up, the rptr stated that she had since done a meter to lab comparison test, with results of 138 mg/dl on her meter and 156 mg/dl on the lab test (about 30 minutes apart.) Reviewed cleaning, coding, application of sample and use of control solution.